Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
D4: (B)(4). H10: additional manufacturer narrative: updated sections b2, b5, b7, d4 (serial #).

Event description:
Decision was made to convert the procedure to sternotomy and two by-passes on the marginal and on the anterior interventricular branch were done. After discontinuation of the cpb, the contraction was still not good, so decision was made to place a counterpulsation. The patient was subsequently put under ECMO. As per additional information received, it was learnt that the issue was likely due to an occlusion; however, it was not known if the occlusion was caused by the valve stent. Patient passed away on pod #3.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (expiration date), h4. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
(B)(4). Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. In this case, the patient had an extracorporeal membrane oxygenation (ECMO) placed as well as two CABG performed on the left and right coronary artery. The root cause of this event cannot be conclusively determined with the available information. However, this event was likely due to procedural related factors. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that valve occlusion occurred during the implantation of a 19mm aortic pericardial valve. The issue was noted while weaning from the cardiopulmonary bypass (cpb). As reported, the procedure was a minimally invasive aortic valve replacement (avr) via the right anterolateral mini-thoracotomy (rat). The patient had a heavily calcified small annulus. A 19mm-inspiris valve was selected. During weaning from cardiopulmonary bypass, they noticed that the left ventricle was not moving. Decision was made to convert the procedure to sternotomy and two by-passes on the left and right coronary were done. After discontinuation of the cpb, the contraction was still not good, so decision was made to place a counterpulsation. The patient was subsequently put under ECMO. As per additional information received, it was learnt that the issue was likely due to an occlusion; however, it was not known if the occlusion was caused by the valve stent. The surgeon was not sure.